Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage, with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A hypotube break occurred at the site of a hypotube kink during device analysis. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-mar 2022. It was reported that crossing difficulties occurred. The 93% stenosed target lesion was located in moderately tortuous and severely calcified mid-left anterior descending (lad) artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage and hypotube detachment.